Manufacturer narrative:
Per tandem¿s t:slim user guide: humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was in the 300's (mg/dl). Reportedly, the cartridge and infusion set were in use for about 5 days. Tandem's technical support educated customer on cartridge/insulin labeling. The supplies were changed to address the event and insulin delivery was resumed.